Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be the analog pcb. A replacement device was sent to the customer. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would intermittently not complete charging and shocking. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.